Event description:
Original stenting - (B)(6) 2013, pt was transferred to our facility for a non-stemi. Films reveal a 90 percent focal, calcific stenosis in distal rca. Pre dilated with 2.0x12 mini trek rx, 2.25x20 trek rx, and a 2.5x28 xience xpedition deployed. Due to proximal edge dissection, a second 2.5x28 xience xpedition was placed between just deployed stent and a previously placed stent in proximal rca. A 2.75x8 trek rx used to post dilate. A difficult stent placement due to calicifications and tortuosity, but pt left ccl with good result. Discharged (B)(6) 2013 on medications including asa 81mg, and plavix 75 mg, with note that pt must continue anti-platelet therapy uninterrupted for 1 year. On (B)(6) 2014, pt has had months of chest pain, but has not wanted to pursue cardiac cath due to caregiving responsibilities at home. Chest pain increased to the point that she came to emergency room where she was found to have a non-stemi, to ccl (B)(6) 2014. Films reveal that distal stent was 100 percent thrombotic occlusion. Dilated with 2.5x15 trek rx, and 3.0x10 flextome rx. Pt did well. Decision made to change plavix to effient. Discharged on medications including asa 81 mg, and effient 10 mg.